Manufacturer narrative:
Cylinder had a wear leak. Cylinder performed within specs.

Event description:
Device was removed from the pt, reason not indicated. Another device was implanted. Co has requested add'l info.